Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.